Manufacturer narrative:
The manufacturing record evaluation, manufactured date and expiration date have been provided on march 7, 2019. Therefore, expiration date and manufactured date have been populated. A manufacturing record evaluation was performed for the finished device 00001055 number, and no internal action was found during the review. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was found broken when opening the package. The orange piece that goes around the introducer was in pieces. There was no physical damage to the outside box and the sheath sterilization package was still unopened. The sheath was replaced and the issue resolved. There was no patience consequence reported. The device was visually inspected and it was found with the hub cap broken. Then, gel permeation chromatography (gpc) analysis performed by exponent, inc. Found that the cap¿s molecular weight (mw) to be about 60% of the tritan mx 731 pellet. It is believed that the mw degradation lead to the cap to be embrittled and therefore, failed in the field. A manufacturing record evaluation was performed, and no internal action was found during the review. The customer complaint was confirmed. An internal corrective action has been opened to prevent the brim cap issue. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hub detachment issue occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was found broken when opening the package. The orange piece that goes around the introducer was in pieces. There was no physical damage to the outside box and the sheath sterilization package was still unopened. The sheath was replaced and the issue resolved. There was no patience consequence reported. The hub detachment was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation and on february 20, 2019 it was noted that the product was returned in its original packaging, opened. No visual damages to the packaging box. The hub cap was broken. Pieces of the hub cap were scattered among the packaging. The hub cap being broken and pieces of it scattered among the packaging was originally reported. This issue remains assessed as reportable.